Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-nov-2022 to 24- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had failed drawer which couldn't be recovered. A field service engineer inspected the device and found no defects associated with it. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure impacting patient care. The customer added that the drawer lock was clicking and the pyxis didn't recognize that drawer was open, it only showed the drawer was broken. This incident hindered patient care in a cardiac unit. No additional information was provided and there were no reports of adverse events or injuries.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure impacting patient care. The customer added that the drawer lock was clicking and the pyxis didn't recognize that drawer was open, it only showed the drawer was broken. This incident hindered patient care in a cardiac unit. No additional information was provided and there were no reports of adverse events or injuries.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was no failure. The field service engineer checked every drawer and no issues were found . The system functioned as intended after the field service engineer troubleshooted the device.